Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:16:58. During night drain cycle three, the patient's ultrafiltration reading was 2353ml, indicating the home patient drained 2353ml more than their maximum programmed fill volume of 2500ml. No additional information is available.